Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve and delivery catheter system (dcs) did not contribute to the pericardial effusion, however was due to a non-medtronic guidewire. The non-medtronic guidewire caused a left ventricle perforation.

Event description:
It was reported that during the transcatheter bioprosthetic valve implant procedure, during the valve deployment, the patient's blood pressure dropped and pericardial effusion was noted. The valve was recaptured and removed from the patient. Surgical treatment was performed. Per the physician, it is believed it was caused by a non-medtronic guidewire that perforated the left ventricle.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-16-us (lot: 0012286109); product type: 0195-heart valves. Product ID evolutpro-23-us (j136501); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.